Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a peripheral interventional procedure. Reportedly, the suture came out with the device. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was returned. Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Additionally, one of the anterior cuff tabs, measuring approximately 0.01 by 0.01 inches square, was broken off and was not returned with the device. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch submitted: returned device analysis found one of the anterior cuff tabs (measuring approximately 0.01 by 0.01 inches square) was broken off and was not returned with the device. The location of the broken cuff tab is unknown. The reporting physician was contacted and informed. The physician indicated there was no adverse patient sequela.